Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 leaks from the bottom of the unit with manufacturing years of 2015 and 2007. The physical condition of 2015 device visually inspected had no cracks or damages. When performing testing the pump manifold (#6410038) started to leak. The pump manifold case was looking ok, no cracks or damages, only a small leaking. For this reason, no photos were taken because it was hard to catch the leak on camera. The complaint was isolated to defective pump manifold. Action was taken to replace the pump assembly (#7401723). After replacing no leak was present anymore. A long-term test (5 hours) was performed, without any other leak or any other errors to occur. Device passed all over testing.

Event description:
Investigation summary in h 10.

Event description:
It was reported that a smiths medical fluid warmer has a leak from the bottom of the reservoir tank. No patient involvement.